Event description:
The pt originally had surgery in 2002. Pt had been experiencing pain post-op. Post-op x-rays showed that the screw at s-1 (r) was broken. Pt had a second surgery in 2003 to remove the broken screw. Surgery was successful and pt is doing good.